Event description:
It was reported that, "while relocating the hip after putting the head on the stem, the head fell off the stem. So we used another of the same head and it was fine."

Manufacturer narrative:
Device history review determined that all devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review determined there have been no other events for the reported lot. When completed, the evaluation summary will be submitted in a supplemental report.